Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected to be the cause of the event. The rv lead was capped and replaced during an unrelated procedure to resolve the event and the patient was in stable condition.